Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs/ perforation (fallopian tube) / failure to occlude fallopian tubes'), device dislocation ('migration of essure device ¿ fat of large bowel / failure to occlude fallopian tubes'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, spotting vaginal, abdominal pain and back pain. Previously administered products included for prevent pregnancy: depo provera from 2004 to july 2014; for an unreported indication: elavil from 2011 to 2012. Concurrent conditions included genital bleeding, bloating, fatigue, nausea, dyspareunia, cystitis interstitial, diarrhea, malaise, menstrual disorder, vaginal discharge, gerd and cystitis chronic. Concomitant products included estradiol from 2013 to 2015 and pentosan polysulfate sodium (elmiron). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal pain lower ("pain/ lower abdomen pain"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 3 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with hydrocodone bitartrate;paracetamol (lortab) and surgery (ablation on (B)(6) 2014 and to remove the essure implant, surgical removal of coils, tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, pelvic pain, fatigue and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, device dislocation, fallopian tube perforation, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the coil was immediately obvious, extruded from the tube with the coil being adherent to this area as well as to the large bowel. The left tube was completely intact, and the coil was within it. The procedure was then complete. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: impression: there are cystic structures in the adnexa bilaterally measuring up to 2 cm on the right. These likely represent follicles or cysts. These are nonspecific.. Hysterosalpingogram - on (B)(6) 2014: results: spillage of contrast from the left fallopian tube unilateral occlusion (right tube occluded). Perforation (fallopian tube).. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs received. Previously reported event perforation of organs was updated to perforation (fallopian tube). New events: migration of essure device ¿ fat of large bowel, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), failure to occlude fallopian tubes, fatigue, pain/ lower abdomen pain were added. Medical history, concomitant drugs, historical drug were added. Reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.